Event description:
The user facility reported 56-year-old male with multi vessel disease including severe left main artery disease was implanted with an impella cp device for mechanical circulatory support. The patient experienced bleeding issues coinciding with impella support. The patient was considered hemodynamically unstable and was resuscitated with packed red blood cells, albumin, and fluids. The onsite physician stated that they believed the impella was damaging the platelets, resulting in the ongoing bleeding. The pump was subsequently removed as a result of the noted issue

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the access site bleeding has been completed. The device was not returned for investigation. Data logs shows several suction alarms during case. The cause of the access site bleeding issue was most likely patient condition related and determined to be unrelated to impella since bleeding was reported from non-impella site. The cause of the hemolysis issue was not determined since product was not returned and sufficient clinical information was not provided.